Event description:
The customer reported they were getting "washed out" images when using auto technique and contrast. She reports that she must manually manipulate image to get it to look proper. No pt injury was reported.

Manufacturer narrative:
The ge service reo adjusted imaging and monitor defaults in rus. Tested images appear to be improved. Instructed customer to contact ge if further adjustments are necessary.